Event description:
It was reported that during a tka procedure, pinning the distal femur cut guide and speed pin got binded and stuck and bent in the hole. A cut was made to take the pin out and knocked the cut guide with the pin on it out with a mallet. There was a short surgical delay reported with no patient impact.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was not made available to the designated complaint unit for investigation. Thus, functional inspection could not be performed. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports: this issue will continue to be monitored. The surgical technique guide released at the time of the complaint (B)(4)) provides instructions for using the cut guide. Specifically, the guide does provide instruction on how to secure the distal cut guide on the bone surface using [?]" Diameter headless speed pins provided in the smith & nephew implant system trays. This failure is an identified failure mode within the risk file. We could confirm if there was a relationship established between the device and the reported event. Photos of the device were provided for evaluation which confirmed that the pin was stuck in the cut guide. This is due to wear and tear on the cut guide over time.